Event description:
Rep of the interventional breast solutions division of hologic, inc. Reported that the handpiece was found without a tissue filter in the chamber at set-up procedure. The rep replaced the filter so that the procedure could be completed.